Event description:
It was reported that the coil broke and stretched outside the target location. A 2mm x 6cm embold fibered coil was selected for use in an intercostal artery embolization procedure. During the procedure, the coil and couplers were advanced outside the microcatheter tip with some resistance, but even after breaking the proximal release perforation and pulling the pull wire, the coil did not release. Therefore, the coil was pulled, and unraveling occurred. The coil eventually broke at the link part and was placed inside the body. The desired intercostal artery was embolized, but part of the proximal side of the coil was unraveled and hanging down into the aorta. The proximal side of the device from the link part was removed from the body. The procedure was completed using this device. There were no patient complications as a result of this event.